Event description:
Allegedly his mr showed capsular thickening and reactive synovium. His leukocyte transformation testing shows reactivity to nickel. Pt. Revised.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00028.